Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they were getting great results but having pain that they had never had previously in their lower back. Patient's managing physician did not perform any device diagnostic checks, saying that the therapy was working so "its working" and directed the patient to discuss the back pain with their primary care doctor. The primary care doctor said the pain was coming from the back; however, when the patient turned the therapy off yesterday and left it off all night, they felt better when they woke up. When they turned stimulation back on again they immediately felt stimulation in their left labia which was so strong they decreased stimulation however the back pain/cramping was returning again. The patient wondered if their lead had moved and stated they had had some falls and fallen on their butt. Patient also noted that their managing physician had apologized to them after implant because the lead was so long and they were not able to bury the lead. So the lead was visible under the skin and you can see a spot where it is bent over and pokes out. Patient stated the pain started about 1.5-2 weeks ago and started with back pain and then at the end of voiding patient would get pain inside the urethra and vaginal canal like a hot poker quivering. Patient had recently changed programs but indicated the pain started even prior to this. Patient services discussed possible adverse events and redire cted patient to discuss their concerns and their request for a device/lead check with their managing physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2regn); product type: 0200-lead; implant date (B)(6) 2023+; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.